Manufacturer narrative:
The unit was received with a blank display due to corroded lcd board. Unable to perform operating currents, self test, unexpected restart error test, rewind test,basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. The following physical damage was noted: minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she noticed fluid under her lcd display window while she was working outside. The patient's blood glucose at the time of incident is unknown. The customer did not drop the insulin pump. She did not notice any other issues with the device. The insulin pump was returned for analysis.